Manufacturer narrative:
Continuation of d10: product ID 977a260 serial # (B)(6); implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6); implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt was trying to recharge the ins and it would say that their controller was at 90% but it could not find the ins. Then it would say the battery in the controller needed to be changed. When agent asked for event date the pt said for the past couple days because the pt had not recharged the ins in a while since the therapy was not working. Probably about a year ago when they got an MRI it showed the leads crossed over each other and that was why they got relief on one side and not the other but lately it had been working. During call pt verified no damage to the recharger telemetry module (rtm) or to the controller charging port. Pt reset the controller and got memory problem; pt bypassed the set up process so date and time was not correct. Pt unlocked the controller to correct date and time but got no device found. The pt then pt attempted to recharge the ins and they got no device found. Pt pressed recharge and got recharging good and the n it said recharging without a quality of good or excellent. The controller was at 90% and the ins was in the red. The issue was not resolved. A request was sent to the repair department to replace the rtm. Patient called back stating they received the replacement recharger and were able to charge their implant; however, they could not get the recharger plug removed from the controller port. Agent provided suggestions and patient was able to remove the cord. Patient confirmed no visible damage to the recharger pins or controller port. Patient connected and disconnected the recharger again and confirmed the issue was resolved. Information was received from a patient. They stated that they hadn't charged their ins because "it doesn't work. My leads moved so I only got relief on one side of my body, but not the other side".